Event description:
In a bleb resection procedure, after the i60 stapler had been clamped on tissue, a section of the avil was broken. The broken section was retrieved, and an i45 stapler was used to complete the procedure.

Manufacturer narrative:
The i60 stapler was visually evaluated, and the anvil was found to be broken as had been reported. An anvil having a different material has been validated for use in the i60.